Event description:
User called into emergency support program (esp) line during cs300 intra aortic balloon pump therapy, regarding the leak in iab circuit alarm. User stated that this was the first time the alarm happened. They did not resume pumping. The esp personel had her press the fill key and this worked. There is no blood in the helium tubing and no visible kinks. The esp personel explained the alarm, potential causes and further troubleshooting steps. User had no more questions. No harm or injury reported.

Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is (B)(6). A supplemental report will be submitted upon the completion of investigation.